Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "no upstream occlusion alarm during pm test" was not reproduced. Evaluation sent the device to flow lines for upstream occlusion testing and came back with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had no upstream occlusion alarm found during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.